Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection and sepsis. Reportedly, the patient received antibiotic treatment and had a system explant procedure scheduled. Additional information indicated that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.